Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet damaged.

Event description:
It was reported that during the implant procedure to replace a fractured lead (reported by patient) there was oversensing and sensing difficulty. It was also reported that during implant attempt of the new device, there was sensing difficulty, oversensing, and reproducible noise with the device in the pocket. The device was not implanted. No patient complications have been reported as a result of this event.